Event description:
Patient reported a lap-band that has a "leak." The patient stated that the problem was first observed in when fills weren't working. The lap-band systems or one or more components will be explanted and replaced.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis if it is explanted, as well as, to indicate the implant date, product serial number or catalog number. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, and band slippage or over-restriction."